Manufacturer narrative:
Programmer model 37743, serial# (B)(4), lead model 39565-65, serial# (B)(4), implanted: 2011-(B)(6), explanted: unknown.

Event description:
It was reported that the patient was exposed to a theft detector or security gate while her device was turned on. The patient used to feel stimulation on her left side, but following the exposure was only able to feel stimulation on her right side, even after adjusting the settings. The patient had an appointment for (B)(6)-2011 to be programmed again. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further reported that the patient received assistance from her physician and or a company representative in (B)(6) 2011 and all was resolved.